Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing a high blood glucose. Blood glucose was 400 mg/dl and current blood glucose value was 275 mg/dl. Customer alleged that the insulin pump was under delivering the insulin. Customer treated the high blood glucose with shots. Customer stated that they had symptoms of lethargic and stomach upset. Customer has been using¿insulin¿pump¿system within¿48¿hours of reported¿high¿blood¿glucose¿event. Customer was not using insulin pump on auto mode. Customer was assisted with trouble shooting. The¿insulin¿pump will not be returned for analysis.